Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the guide wire was returned with thick dried blood and dried contrast on the core and coils, consistent with the reported use. There was corrosion on the proximal solder. The corrosion appears to be due to transportation back to abbott vascular for evaluation, and does not appear to have contributed to the reported difficulty. The core had separated at the distal end of the hypotube as reported. There was core extending out the hypotube. The core was prolapsed 11 centimeters (cm) distal to the core separation at the hypotube as reported. The shaping ribbon had separated 3.1 cm distal to the center solder. The separated portion including the tip coils and tip ball were not returned. The entire length of the tip coils were completely stretched out and curled up in a ball. The guide wire was returned tied in a knot 13cm distal to the proximal solder, likely due to packing the device for return to abbott vascular for analysis. There was no other damage noted to the guide wire. Scanning electron microscopy analysis results suggest that the core failure may be attributed to ductile overload at a bend. The ribbon failure may be attributed to a combination of mechanical damage and ductile overload. The tip coil failure may be attributed to torsional overload. A core separation may occur when the wire is subjected to tensile or torsional loads beyond its design limits causing the tip to detach. A wire being over pulled or over torqued would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the wire as described. Any additional attempts to retract the wire in this trapped state would exceed design limits and cause the reported separation. Based on the reported information, it appears that the wire prolapsed due to anatomical conditions in such that the core was over bent causing an overload of the material and during withdrawal, the core separated and with further pulling, the stretching and separation of the tip coils occurred. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs a 100% visual inspection of the guide wire tips after they are loaded into the dispenser, performs a non-destructive tip pull test and performs a 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. The separation and subsequent damage appears to be due to case circumstances. A review of the lot history record for the reported lot revealed no nonconforming material records. Additionally, a query the complaint handling database for the reported lot was performed and revealed no other incidents for this lot. There is no indication to suggest a product deficiency.

Event description:
It was reported that during the procedure in the popliteal artery for treatment of thrombosis, a balance middleweight guide wire was advanced via ipsilateral approach from the femoral artery. A non-abbott catheter was advanced over the guide wire for treatment of the thrombus. After thrombectomy, as the catheter was being withdrawn without resistance, the guide wire tip prolapsed and the guide wire separated. The separated segment was retrieved using a snare the following day. There was no adverse patient sequela. No additional information was provided.